Event description:
The patient was treated with antibiotics for a suspected infection.

Manufacturer narrative:
The devices remain implanted in the patient and will not be returned for evaluation. The patient's infection has reportedly cleared. This is the final report.